Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. It was found that a damage hp cable and hp pins causing no tip vibration and no water flow, open footswitch does not activate the unit, dirty water filter. Customer complaint is a known hazard and is tracked.

Event description:
While using a g124 scaler, they allege that there was no water flow or vibration , and the unit sparks at the back of the unit when the power cord is moved around; no injury resulted.